Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. Correction (g1) - contact office address: dr. (B)(6). Batch record review results: lot 1e00645 was manufactured on 05/13/2021 in the convex 2 pc (wct), with a total of (B)(4)market units. Complaint investigator ID (B)(4) performed a batch record review on 11/25/2021 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under sap material ID 1161271 and manufacturing order (B)(4). No issues related to the defect were found in the documentation. Returned sample evaluation: one photo of the issue reported was received, no unused return sample was received for evaluation. Investigation conclusion: the purpose of this investigation was to determine the root cause associated investigation wafer disc decentralized, for lots manufactured in convex 2 pc awc facilities, haina d.r. The risk level based on the individual risk acceptability criteria and risk evaluation above is medium, meaning that these risks may be accepted but further risk control measures shall be considered if they are feasible and will reduce the risk further. Risks judged moderate are considered acceptable based on an acceptable risk-benefit profile and must be assessed for the need for post market surveillance. After understanding the process, a brainstorming tool was used to determine all the possible causes of the problem; the cause & effect diagram was used and as a result there were found seven (7) potential causes identified. One (1) of them were discarded, and six (6) were confirmed and retained as root/probable cause for the failure. Based on the investigation findings, the root causes for wafer decentralized were identified as manpower, method and machine, see the table below for details: probable root cause; manpower: procedure (convex 2pc wafer sub assembly machine 2) was not followed by manufacturing personnel while placing the mass on loading pins. Manufacturing inspections failed to be executed as applicable. Machine: pistons defective. Base thread of k tool loading pin defective. Electro-valve damaged. Method: manufacturing inspections failed to be executed as applicable. The correction action and preventive action plan was generated to cover the probable causes, taking appropriate actions and measure its effectiveness. The investigation associated with related event was approved and complete. No additional action was required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that the starter hole of twelve wafers was off centered prior to use. The end user visually inspected the wafers. The product was not used. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
MDR 9618003-2021-02744 / device 10 of 12. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).